Manufacturer narrative:
The reason for this revision surgery was due to dislocation, and the head was heavily scratched from the dislocation. The previous surgery and the revision detailed in this investigation occurred over 5 months and 2 weeks apart. There was no information submitted with this complaint about any patient activities, accidents or medical contraindications that may have contributed to the event. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the implant device history records (DHR) shows that the reported components used in the previous surgery met design and manufacturing requirements. There was a non-conforming material report (ncmr) # (B)(4) associated with the main part #400-03-442, head, femoral, ceramic, bilox delta, 44mm neutral which documents a nonconformance that out of 2 quantities lot, 1 part was rejected due to black mark caused during laser marking. This part was reworked and accepted after suitable operation. Later both the parts in the lot was rejected for non-uniform finished edge of taper rim and badge packing. Both the parts were reworked and accepted after suitable operation. All items in the lot were met with design and manufacturing requirements. The device and its applicable concomitant device was within their respective expiration date at the time of use during the previous surgery. Customer complaint history of the reported device showed no present trends or on- going issues that are in need of review. The root cause of this complaint was a revision surgery due to dislocation. There were no findings during this investigation that indicate that the reported device was the source or had a direct connection with the patient's event. There are multiple factors that may contribute to the event that are outside the control of djo surgical are inadequate soft tissue support, excessive range of motion, patient bone deterioration, degenerative bone disease, poor bone density, patient activities or trauma. No additional information was submitted with the complaint regarding pre-existing conditions of the patient or any activities that may have contributed to the event and hence a definitive root cause cannot be determined.

Event description:
Revision surgery - due to patient had dislocation. The head was heavily scratched from dislocation.